Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
D4 - lot no changed from blank to pd1c08292151. D4 - expiration date changed from blank to 2/28/2023. D4 - unique identifier (UDI) # changed from (B)(4). H4 - device mfg date changed from blank to 8/29/2021.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.